Manufacturer narrative:
The following were updated with additional information obtained through investigation: device serial # and expiration date; device manufacture date.

Manufacturer narrative:
Additional information provided by the company clinical specialist: the patient's aortic annulus measured 21.6 mm; the sinotubular junction (stj) measured 24 mm and was severely calcified. No septal buldge was noted and the aortic root was severely dilated. There was leaflet calcification on the right and non coronary cusps (not much on the left cusp). At the time of procedure the ejection fraction was 20%. It was reported that both the image intensifier angle and the coaxial alignment of the valve/delivery system with respect of the aortic annulus, were good. The valve was positioned 50:50, with a final deployment position of 80:20 ventricular. During deployment the balloon inflation was held for more than 3 seconds, the patient's ventilation was not held, and there was no loss of pacing capture. Per the device instructions for use (IFU), paravalvular leak, and malposition requiring intervention are potential risks associated with the use of the bioprosthesis. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. The edwards physician training manual highlights factors that could contribute to valve malposition, including poor positioning by operator, annulus-valve mismatch (under sizing and under dilation), and interference from adjacent structures balloon movement during deployment. In this case, it is possible that patient factors (leaflet calcification and severe annular calcification) may have caused or contributed to the valve malposition. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
Per report, the alve was deployed too ventricular. During valve deployment post bav the valve moved ventricular. Pvl was moderate to severe diastolic pressure never recovered and a 2nd valve was prepped and placed just proximal to the 1st valve. Post tee showed no ai no pvl. Pt's diastolic pressure rose from 20's to upper 50's.